Event description:
Breast collapse (scar tissue and implant). MRI revealed both ruptured. Removed 2000. Diagnosed with connective tissue disease. Found breast (reconstruction) collapse - revealed implant and scar capsule - MRI revealed both implants ruptured - explanted 2002. Diagnosis: silicone induced ms-like symdrome and peripheral neuropathy due to: silicone related disease. Autoimmune disease with fatigue, dizziness, decreased monocyte.